Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the problem was intermittent and procedure was continued and completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's live images would flicker and go black on the flexvision monitor. The fse reseated all cable connections from the flex vision to the r cabinet and later fse replaced the cat 7 cable from the x-ray pc to the dvi connector and flexvision pc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips the system's live images would flicker and go black on the flexvision monitor. The system was in clinical use. No harm was reported to philips. Philips has started an investigation for this complaint.